Event description:
We received an email from the (B)(6) informing us on an event related to xia. The letter stated: stability system for spinal surgeries/titan rod delivered unsterile/broken rod ambilateral. After fusion th10-s1 dorsal in (B)(6) 2011, rod breakage appeared l2/3 left in (B)(6) 2012. Further info will be added when provided by the customer.

Manufacturer narrative:
Add'l info has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval. Report is filed on the rod. Four screws are also part of the construct. If product becomes available and lot numbers become known separate reports will be filed at that time for the screws should a mfg issue be detected.